Manufacturer narrative:
Method: DHR review; result: none; conclusion: device not returned: no evaluation will be performed. Additional manufacturer narrative: the reported clinical observation was not confirmed. The device was not returned to manufacturer for evaluation. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 19mm bioprosthetic aortic valve, implanted approximately (B)(6) was explanted due to severe aortic stenosis secondary to patient prosthesis mismatch. Information received reveals "the previously implanted valve was inspected....the valve leaflets were normal, but the size of the valve was small was the likely etiology for the patient prosthetic mismatch." The explanted device was replaced with a 23mm after the patients annulus was enlarged with use of bovine pericardium. There were no reported complications.